Manufacturer narrative:
The device was returned for evaluation. The product investigation revealed that the root cause of the popping sound and smoke was an exploding capacitor on the ballast. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during the procedure the unit popped and then smoked. A backup was used to continue.